Event description:
The customer reported that during a colectomy, the device did not appear to have any tissue effect. End tones, indicating a complete seal cycle, were provided by the generator in use. There was no bleeding or any affect on the patient. The surgeon opened an lf1637 ligasure device and successfully completed the procedure.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. The returned sample met specification as received by covidien. Visual inspection found no defects. The reported condition was not confirmed. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. Additional functional testing was performed on the returned device with porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily. The device did not self -activate when clamped on the porcine tissue. The IFU states: there are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations.